Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to tibial tray subsided and loosening at the cement to implant interface. Unknown cement was used. Replaced with mbt tray with sleeve and stem. No comorbidities or traumas. No other information available. Doi: (B)(6) 2012 dor: (B)(6) 2020 left knee.